Manufacturer narrative:
It is unknown if the device is returning for analysis. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2025, a 4mm x 4mm amplatzer piccolo occluder was chosen for implant using an 4f amplatzer tvlp delivery system. The dimensions of the defect were 4.1 mm (aorta), 2.7 mm (pulmonary), and 7.5 mm in length. The sizing of the device was determined by angiography and transesophageal echocardiography. During the procedure it was noted that the occluder embolized. Angiography and transesophageal echocardiography were used during the procedure, and angiography identified the migration/embolization. The implanter believes the cause of embolization was difficulty in releasing the prosthesis, with twisting of the prosthesis within its own axis. It became known that the device had embolized during the procedure. The patient did not experience a rhythm change, and no leak was detected around the lobe of the device. An attempted percutaneous retrieval with snare was performed to address the embolization. The embolized device caused a partial or complete obstruction of blood flow and traveled to the distal branch of the right pulmonary artery. The patient remained hemodynamically stable throughout the procedure. There was no clinically significant delay in procedure and no adverse patient effects. No additional information was provided.